Event description:
While attempting to retrieve a tulip filter, the hub fell off of the sheath. The physician was unable to use it and had to use a separate sheath. Then the plastic proximal end broke off the retrieval wire while trying to snare the filter. (See also 1820334-2008-00341). Patient is fine.

Manufacturer narrative:
Cook's instructions for use (IFU) t-tulret1003 advises that excessive force should not be used to retrieve the filter. It appears that the device was manufactured to specifications. The appropriate individuals have been notified of this matter and we will continue to monitor for similar events.